Event description:
The below report was received by health authority u.s. Food & drug administration (reference number: mw5109765) on 06-jun-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("one of my essure coils had migrated out of my fallopian tubes and wasn't sure where it was. The other one was in the fallopian tube but had also migrated as well") and embedded device ("coil that was missing embedded in my uterus") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced device dislocation (seriousness criteria medically important and intervention required), embedded device (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy bleeding"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), night sweats ("night sweats") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy). Essure was removed. No causality assessment was received for essure with regard to genital haemorrhage, alopecia, abdominal pain, weight increased, night sweats, headache, device dislocation or embedded device. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] (date unknown): one of my essure coils had migrated out of my fallopian tubes and wasn't sure where it was. The other one was in the fallopian tube but had also migrated as well. Further company follow-up with the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority u.s. Food & drug administration (reference number: mw5109765) on 06-jun-2022. The most recent information was received on 21-jun-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("one of my essure coils had migrated out of my fallopian tubes and wasn't sure where it was. The other one was in the fallopian tube but had also migrated as well") and embedded device ("coil that was missing embedded in my uterus") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced device dislocation (seriousness criteria medically important and intervention required), embedded device (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy bleeding"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), night sweats ("night sweats") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy). Essure was removed. No causality assessment was received for essure with regard to genital haemorrhage, alopecia, abdominal pain, weight increased, night sweats, headache, device dislocation or embedded device. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] (date unknown): one of my essure coils had migrated out of my fallopian tubes and wasn't sure where it was. The other one was in the fallopian tube but had also migrated as well. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-jun-2022: quality safety evaluation of product technical complaint. Further company follow-up with the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.